Manufacturer narrative:
(B)(4).

Event description:
The pt experienced withdrawal. Specific symptoms of withdrawal were not reported. The pump contained morphine 50 mg/ml. A catheter blockage was reported; the blockage was not confirmed. Additional troubleshooting was being considered. Additional info has been requested, but was not available as of the date of this report.